Event description:
It was reported that, "about 14 months after surgery, while doing some light housework I felt a sudden snap, followed by new pain and an audible crunching sound as walk. The sound and feeling sometimes take my breath away in the morning. I developed swelling on, and pain in my left hip (former good side) along with some new nerve pains. The pain has advanced and I'm experiencing some new muscle spasms in my right leg. Dr. (B)(6) recommends another surgery to remove the broken hardware further secure my spine, something I really don't want to do, but that's looking more imminent."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.